Event description:
It was reported that the pacemaker exhibited low out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode on (B)(6). The patient was seen in the clinic on (B)(6), and the device was reprogrammed. Reportedly, some days after the reprogramming the non-boston scientific rv lead exhibited low out-of-range pacing impedance measurements, which triggered a lead safety switch to unipolar mode once more. Additionally, it was determined oversensing of noise signals, which led to episodes of non-sustained ventricular tachycardia (nsvt). Programming options were discussed. At this time the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).